Manufacturer narrative:
(B)(4) the device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Initial customer complaint alleges "the green plastic piece on a disposable mac4 blade came off during intubation and the provider had to go back in and retrieve the piece from the patients airway." Additional clarification from the customer reports that "the crna intubated the patient using the blade and after pulling it out she noticed the green part was missing, upon inspection it was found in the patients mouth." There was no injury reported. Patient condition reported as "good".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Initial customer complaint alleges "the green plastic piece on a disposable mac4 blade came off during intubation and the provider had to go back in and retrieve the piece from the patients airway." Additional clarification from the customer reports that "the crna intubated the patient using the blade and after pulling it out she noticed the green part was missing, upon inspection it was found in the patients mouth." There was no injury reported. Patient condition reported as "good".